Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch, power control board, and the image intensifier were replaced. A beam alignment was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down after boot up and that there was a high kilovolt error. No pt injury was reported.